Event description:
It is reported air in line. Description: we received pump and modules from xxx and they reported that air was observed on the line but it didn't alarm. Unknown patient harm.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The customer reported air in line was observed, but there was no alarm. The customer returned 2 pump modules and a pcu for investigation under associated pump complaint (B)(4). This complaint (B)(4), for the tubing set, did not receive any samples. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. A device history record review was not performed as the lot number is "unknown" for this complaint.